Event description:
Subsequent information was received that a revision procedure was performed. During the procedure, no issues with the connection were observed. The rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, the right ventricular (rv) lead was verified to be operating appropriately through the pacing system analyzer. Once the rv lead was connected to the replacement device, lower amplitude measurements were observed. After the procedure, oversensing was observed. The next day, noise and oversensing was observed. The oversensing could be reproduced. As a result, the sensitivity was reprogrammed. The patient will be continue to be monitored appropriately. No adverse patient effects were reported.

Event description:
Subsequent information was received that during a routine follow-up, stored episodes revealed noise. The rv lead impedance measurements were measured approximately 10 times and all the measurements were between 400 and 800 ohms. Additional testing revealed intermittent low impedance measurements. The physician performed testing, noise and oversensing were reproduced. As vdd was found to be the best programming, this programming was kept. A x-ray was performed and the rv lead was found to be bent at the area near the subclavian. No adverse patient effects were reported.